Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced severe extracardiac stimulation in all of the left ventricular lead configurations. The lead was capped and replaced. The patient tolerated the procedure well and was discharged home with no complications.